Event description:
It was reported that customer was hospitalized due to high blood glucose. Customer's blood glucose was 130 mg/dl. Troubleshooting was done. Customer stated that there was emergency room visit for high blood glucose last (B)(6) 2014. Customer stated that blood glucose was 286 mg/dl. Customer had ketones and not full blown diabetic ketoacidosis. Customer was wearing insulin pump during the emergency room visit. During the troubleshooting the customer was assisted to perform high pressure test and test passed. Advised the customer the insulin pump is functioning as designed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.